Event description:
Surgeon was placing a 6" x 10" piece of bard mesh into the pt's abdomen when he attempted to blow up the balloon for positioning there was a hole in the balloon and it would not hold air for the surgeon to be able to tack the mesh into piece. The mesh was removed and another piece was then opened and pieced in the pt's abdomen.